Manufacturer narrative:
On (B)(6) 2019, it was noticed that the previously submitted report erroneously indicated the patient underwent explantation due to breast pain and breast masses. The patient underwent explantation for breast pain and a deflation. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2019, mentor was notified the patient underwent explantation on (B)(6) 2019. Reason for device explant and/or reoperation: breast pain, breast mass on (B)(6) 2019, mentor became aware of additional information indicating the patient's devices were unspecified mentor saline implants, not gel as previously reported. The patient indicated she had no documentation left from implantation surgery, and gel implants were confirmed by the attending surgeon upon removal. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On march 02, 2020, mentor completed evaluation of the device. Device evaluation summary: during visual evaluation of the device, a crease was observed in anterior expanding to posterior view. Additionally, a tear was noted in the posterior view within the crease, measuring approximately 0.1 cm. The evaluation determined that the rupture is consistent with a crease/fold rupture. These kind of findings is a known inherent risk associated with the use of saline-filled mammary prostheses and may be the result of one or more of the following contributing factors: underinflation or overinflation of the device, continuous and sustained stresses to the device - such as too small a breast pocket and folding or wrinkling of the shell in the breast pocket, resulting in a tear at a later date. Most women undergoing augmentation or reconstruction with a mammary prosthesis will experience some pain postoperatively. While pain normally subsides in most women as they heal from surgery, it can become a chronic problem in other women. Chronic pain can be associated with a variety of factors. Pain is a known complication associated with these devices and is referenced in our current product insert data sheet. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. The second product received ( lot number 5525459) is a contralateral device, therefore no further analysis is required. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and / or reoperation: no information regarding explantation or an expected explantation date has been received. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old african-american female patient underwent a breast augmentation revision with unspecified mentor gel implants and experienced breast pain and a rupture on the left side post-operatively. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
On february 20, 2020, the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. In addition, the patient's previously unspecified device was confirmed to be a mentor smooth round moderate profile 350cc saline breast implant, catalog# 3501655, lot# 270938. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).